Manufacturer narrative:
A ge rep evaluated the system but no conclusion can be drawn as further repair info is not available.

Event description:
The customer reported the system displayed a no x-rays error message. This error will prevent the system from performing fluoroscopy. There is no report of injury or death associated with this event described in this complaint.